Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnwet3-t6) (that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
The surgeon reported that during an intraocular lens (iol) implant procedure, the lens was loaded according to the instructions without any challenges. When the lens was inserted into the eye, two large scratches were noticed on both sides of the lens. As the lens had already been placed in the patient¿s eye, the surgeon had to widen the tunnel in order to cut the lens into pieces and remove it from the eye, which caused additional strain on the eye. Additional information has been requested.